Event description:
Contaminated surgical pack. A piece of the table cover had a sticky substance within sterile major abdominal pack. Information sheet and picture of contamination forwarded to cardinal custom pack rep tanner amos for information purposes. Found prior to patient entering or, therefore, no patient safety issues. Directed to dispose of pack after removing from circulation.